Manufacturer narrative:
Complaint: (B)(4). Received 3 inner packs (90pc): 450239/g170339s for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(6) from which we receive this product. According to their investigation and comments, a review of the production documentation did not reveal any deviations. No irregularities were detected during in process control. The customer returned samples were visually checked; no indications of any abnormalities. Samples were functionally checked; reported error could not be reproduced. The complaint cannot be confirmed.

Event description:
Customer states 2 instances of the following: the clear tube holder section with the green safety cover dislodged from the needle section when the vacutainer was pushed onto the grey sleeved needle inside the holder. The vacutainer did not go onto the needle, the holder just popped back over the tube, leaving just the needle with the grey sleeved end in the patient's arm. Customer reports no needlestick injury or exposure.